Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed by the hospital.

Event description:
On (B)(6) 2017, the patient underwent a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 hi-flow kit (kit). It was noted that the patient was given recombinant tissue plasminogen activator (rtpa) before aspiration. During the procedure, the physician placed a neuron max 6f 088 long sheath (neuron max) in the right internal carotid artery (ica). Next, the physician inserted a non-penumbra guidewire into the penumbra system ace 68 reperfusion catheter (ace68), then advanced the ace68 up to the point of occlusion and positioned the aspiration system. After completing the first pass, the ace68 was removed and the physician noticed that recanalization of the right m1 segment was not achieved. The ace68 was then reinserted into the patient's body and the physician attempted the second pass. Upon completing the second pass, complete recanalization of the right m1 segment was noted. Therefore, the ace68 was removed and the post-treatment computerized tomography (CT) detected no hemorrhagic complications. Subsequently, follow-up CT performed 36 hours after the procedure revealed parenchymal hemorrhage-type 2 (ph-2) and subarachnoid hemorrhage (sah). No treatment was required for the parenchymal hemorrhage-type 2 (ph-2) and subarachnoid hemorrhage (sah). The parenchymal hemorrhage-type 2 (ph-2) and subarachnoid hemorrhage (sah) were adjudicated to be an adverse event possibly related to the ace68.